Event description:
It was reported that a patient presented to clinic for follow up. Upon interrogation of the aveir dr system, an error message appeared for invalid diagnostic data and invalid stored electrograms (segms) detected and cleared upon interrogation. Diagnostics were all 0% or n/a. The programmer was rebooted and aveir dr system interrogated again and review after the visit revealed low i2i throughput and 100 right atrial leadless pacemaker (ralp) noise reversion episodes. Programming changes were made to resolve the low i2i throughput. The patient condition was stable.

Manufacturer narrative:
The reported event of diagnostics cleared due to invalid diagnostics during interrogation was confirmed. It is due to the asynchronized last cleared time stamps in right atrium and right ventricle leadless pacemakers. It was confirmed that both lps got diagnostics cleared on (B)(6) 2025, and only rv lp got cleared on (B)(6) 2025. It was unable to be determined why the ra lp was not also cleared on (B)(6) 2025, with the available information.